Event description:
In (B)(6) 2017 I went to a regular dr checkup in (B)(6). During the routine blood pressure check, the blood pressure machine inflate too high. Pressure for several mins, cutting off blood supply to my left arm and causing nerve damage. After the machine was finished, the medical assistant commented, "it usually doesn't take that long." Since then I have had constant excruciating pain in the arm. FDA safety report ID# (B)(4).